Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn as no product was received. Without a lot number the device history records could not be reviewed.

Event description:
Journal article received: osteoporotic hip fracture: comparison on various treatments of metal implants; shou z., kong c.-g., chen w.-y., ding x.-l.; journal of clinical rehabilitative tissue engineering research. 2010 may 28; 14 (22) :4176-4180; reported: use of dynamic hip screw (dhs) internal fixation to treat osteoporotic patients with intertrochanteric fractures. Of 21 males and 20 females, mean age of 76, 41.5 percent (17) experienced complications. This complaint is for 5 patients who experienced coxa vera. This is report 2 of 2 for (B)(4). This report is for the unknown screw. It is unknown if the device is a synthes product.